Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had witnessed an undefined traumatic event and received six shocks for sinus tachycardia. The event lasted for 24 minutes in which these shocks were delivered 4 minutes into the witness event. The patient was admitted to the hospital and having further tests run as both the patient's troponin level and heart rate were still high. Technical services discussed programming options. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.